Event description:
Follow up communication (attached) revealed that the patient required an exchange of their hmii device and also experienced an infection at the hmii driveline exit site. This information was received in response to a request for additional information on the risk factors related to the patient's hvad thrombus. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).